Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
This device was being used in conjunction with ucr and cf-q260ai in a procedure. The user tried to stop supplying co2 gas into the patient, but the device didn't respond properly and gas kept being supplied. The patient's large intestine got too much inflated and the procedure was suspended. There was no report of the patient injury. This is 2 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated. But omsc found that the packing of the device was chipping. The exact cause was unknown; however, omsc assumed a potential cause as follows. The packing of the device was damaged by some kind of excessive force. Since the packing of the device was damaged, the pipeline could not be closed. Temporary and the supply of co2 was not stopped. The instruction manual of the subject device states the corresponding method in case of an abnormality.